Event description:
It was reported the gastrointestinal videoscope was showing a communication error b30 (scope communication error). The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.